Event description:
Reportedly, only one egm episode has been recorded in the ICD memories. The episode shows a flat baseline (2-3 seconds duration) with missing heart beats. Moreover the patient did not report any specific activity that day. The reporter requested an explanation regarding this episode. Preliminary analysis of the recorded episode revealed that the noise sensing episode was very probably due to strong external emi.

Event description:
Reportedly, only one egm episode has been recorded in the ICD memories. The episode shows a flat baseline (2-3 seconds duration) with missing heart beats. Moreover the patient did not report any specific activity that day. The reporter requested an explanation regarding this episode. Preliminary analysis of the recorded episode revealed that the noise sensing episode was very probably due to strong external emi.